Manufacturer narrative:
Received 1 silicone catheter with the original packaging. The reported event was confirmed as manufacturing related. During the visual inspection, 2 burrs were noted at the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported, per sample received, that there appeared to be excess silicone on the catheter lumens.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, per sample received, that there appeared to be excess silicone on the catheter lumens.